Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure about 7 and a half minutes into the ablation, the physician saw the fluid level in the reservoir lowering slightly and fluid was thought to be dripping at the cervix, although this info cannot be confirmed. No fluid loss alarms sounded during the procedure. At this point, the procedure was aborted to avoid any further fluid leakage. The pt was examined and no issues were noted. During a 2 week follow up appointment, a second degree burn was noted at the tip of the cervix that required no type of treatment. There were no further complications reported with this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.